Event description:
It was reported the x8-2t transducer had a wire coming out from the sheath. The transducer was associated with an epiq cvx ultrasound system. There was no patient or user harm. The transducer was replaced from the pool stock at the customer site. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed that determined the wire coming out from the sheath was either a result of accidental user damage or the natural aging of the product. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
It was reported the x8-2t transducer had a wire coming out from the sheath. The transducer was associated with an epiq cvx ultrasound system. There was no patient or user harm. The transducer was replaced from the pool stock at the customer site. Philips has started an investigation, and upon completion, a follow up report will be submitted.